Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the reservoir. The unit contained meropenem. This was discovered before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection on the device noted a solid white particle approximately 1.60 mm in length, floating in the fluid of the reservoir. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.